Manufacturer narrative:
The local area sales representative confirmed that the physician planned to monitor only at this time. As no further information concerning this report is expected at this time, investigation is considered complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead became dislodged one day post-implant. During pre-discharge check, the local area sales representative noted loss of capture at maximum output. All other lead measurements were noted within normal limits. There were no reported adverse patient symptoms associated with this clinical observation.